Event description:
It was reported that a death occurred. An ultrasound performed in the home of the patient, revealed extensive right lower extremity deep vein thrombosis. The patient presented to the emergency department complaining of right leg pain and mild chest pain. A venous duplex revealed extensive femoral-popliteal clot. Intravenous heparin was initiated. Computed tomography angiography revealed large saddle pulmonary embolism, for which the physician suspects embolized during the ultrasound. At this time, patient was transferred to the catheterization lab for a thrombolysis procedure, with a non-boston scientific (bsc) device. A heparin bolus was delivered. An amplatz super stiff guidewire was selected for use during the pulmonary embolism thrombolysis with the non-bsc device. The guidewire was positioned in the right common femoral vein and placed in the right distal lung. The non-bsc device was delivered bareback, over the guidewire. The physician was unable to track the non-bsc device out of the right ventricle (rv). During the physicians attempt to place the non-bsc device into the rv outflow tract, the patients heart stopped and mechanical cardiopulmonary resuscitation was initiated. Resuscitation attempts were unsuccessful and the patient expired.